Event description:
This unsolicited device case was received from united states on (B)(6) 2014 from a physician via sales rep. This case concerns an (B)(6) year old female pt who developed hot knee that was warm to touch and was full of fluid/aspirated 40 cc/right knee effusion which on aspiration revealed few white cells on examination after receiving treatment with synvisc one injection. No info regarding the pt's medical history, past drugs, concurrent conditions and concomitant medications were reported. On (B)(6) 2014, the pt received treatment with synvisc one injection, one (dosage, route, batch/lot number and expiration date: unk) in both knees, for an unknown indication. On (B)(6) 2014 (2 days after synvisc one injection). The pt came to the physician's office with a hot knee that warm to touch (right knee) and full of fluid (right knee effusion). The pt underwent arthrocentesis and 40 cc of join fluid was aspirated. The joint fluid examination revealed few white cells with no crystals. The same day, the pt received treatment with steroid injection (corticosteroid unspecified) for the events of hot knee that was warm to touch and was full of fluid/aspirated 40 cc/right knee effusion. Corrective treatment: unk for the event of few white cells. Outcome: unk for all the events. Seriousness criteria: intervention required for the events of hot knee that was warm to touch and was full of fluid/aspirated 40 cc/right knee effusion. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. No further info was provided.